Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Event date month and year ((B)(6) 2018) valid only. Analysis of the desktop charger ((B)(4)) found the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the metal piece on the desktop charger was loose and would not stay in the port, so the recharger was not charging. The patient was in terrible shape due to not having the ins on, since the connector pin was broke and they had been unable to charge the recharger. Since the recharger wasn't working (charging) the patient could not charge the ins and the ins shut off, so the patient was without therapy and could barely walk. They could only walk from their couch to the bed. The connector pin had been broken for several weeks, so it was reviewed that the ins was possibly overdischarged. There was no additional information regarding the last time the patient charged and overdischarge was not alleged. It was further reported that the desktop charger pin broke a week prior. No further complications were reported or anticipated.